Event description:
The customer obtained initial total beta-hcg results of 457 miu/ml on one patient sample when it was run neat. Repeat testing of the same sample gave a result of 469 miu/ml. Subsequent testing of the same sample when diluted 1:10,000 gave a result of 939,000 miu/ml. A bias of this magnitude might lead to inappropriate physician action. There was no report of patient harm as a result of event.